Event description:
It was reported that a pt underwent a sling procedure in 2008. During the procedure, the mesh would not attach and pulled away from the inserter. The surgeon then used a different type of sling device to successfully complete the procedure. The pt is currently fine.

Manufacturer narrative:
Premature separation of mesh from inserter. Conclusion: the product upon which this medwatch based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.